Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (828814) was implanted on (B)(6), 2023. Since the valve was occluded, it was removed and replaced with a new certas valve (828814) on (B)(6), 2023. The patient recovered.

Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Device history record (DHR) - the product code 82-8814 with lot 6308718, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle hole was noted in the needle chamber. The valve passed the test for programming, occlusion, siphon guard, reflux, and pressure. The valve was leak tested only leaked from the needle hole in the needle chamber. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, but at the time of investigation, no occlusions were noted.